Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Additional information received identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The (B)(4) was found to be a duplicate of (B)(4) therefore the (B)(4) will be closed. The current investigation will be discarded. The correct investigation and findings will be performed under the (B)(4).

Manufacturer narrative:
It has been confirmed that this event is a duplicate of (B)(4) reported under FDA reference: 1020279-2021-00485. Therefore, this current event will be closed.

Event description:
It was reported that during a procedure the swivel clamp could not be fixed in the desired position. It is unknown if the patient suffer any surgical intervention due to this malfunction. No delay or the use a back up has been confirmed at this time.